Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. (B)(4) apply to the ins (97714) fdd (B)(4) apply to the desktop charger (37761) fdc applies to both the ins (97714) and the desktop charger (37761).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was loose and that the ins recharger (insr) was unable to charge. When plugged in the insr screen would flash on and off. The patient was subsequently unable to charge the ins and it 'wouldn't do anything' /went completely dead. No further complications were reported.